Manufacturer narrative:
Batch review performed on 30 august 2024: lot 2346000: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved; batch review performed on 30 august 2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2335532: (B)(4) items manufactured and released on 4-sep-2023. Expiration date: 2028-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to dislocation of the head from the liner. The surgeon revised the head and liner and the surgery was completed successfully.